Manufacturer narrative:
Info cannot be provided without the device serial number.

Event description:
Per user facility report (B)(4) , the monitor inadvertently reset the alarm volume to 20% after the user had set it to 60%. No injury was reported. The user facility states that the solar monitor involved was tested by the biomedical engineer and the issue was not reproducible. Ge healthcare's investigation into the reported occurrence is still ongoing. A f/u report will be issued when the investigation has been completed.